Event description:
A patient was implanted (B)(6) 2013 with a hindfoot arthrodesis cannulated nail, spiral blade, end cap and two locking screws. On an unknown date, the patient returned to the surgeon, and was found to have an infection. Patient was returned to the operating room on (B)(6) 2013 and surgeon removed all implanted hardware. There was no delay in surgery time and the patients outcome was reportedly stable following the procedure. This complaint is on the nail. This is 1 of 5 reports for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of the device history record from (B)(4) shows this lot met all dimensional and final inspection criteria at the time of manufacture. Placeholder.

Manufacturer narrative:
Device manufactured at (B)(4) and sterilized at synthes (B)(4). The manufacturing date, 12/07/2012 is the date of the sterilization. Based on the attached irradiation certificate the device was sterilized as required, no deviations were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.